Manufacturer narrative:
Updated: h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported blocked channel error during reprocessing issue and the need to remove the nozzle was confirmed; the flow was found to be slightly low. The root cause of the issue could not be determined, as no additional event information was reported or available, however, the issue was likely due to nozzle wear. The event may be prevented by following the instructions for use which state: caution ¿ do not coil the ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result. ¿ do not touch the electrical contacts inside the electrical connector. Ccd damage can result. ¿ do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. ¿ do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the ultrasonic gastrovideoscope exhibited a blocked air channel error occurred when trying to wash scope. This issue was observed during reprocessing. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was evaluated by the field technician and the customer's reported issue was confirmed. Additionally, the following findings were found: a slow leak scope-connector packing unit; tiny chip in pin rubber in edge; loose bending section cover (a-rubber); crack at bending section cover (a-rubber) glue; peeling on cement at light guide lens; user barcode on control body was present; slow leaking at ultrasound connector; and the control knob play was loose. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.